Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a straight segment of a cephalic vein fistula, the pta balloon allegedly ruptured circumferentially during the second inflation attempt at 8atm. It was further reported that upon retraction through the sheath, it was identified that a segment of the balloon detached and remained in the patient. Guided fluoroscopy demonstrated that the detached segment was located in the left pulmonary artery. Reportedly, the heath care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp decided to conclude treatment and schedule a retrieval procedure in the ir lab. The patient was reported as asymptomatic post procedure and was discharged on the same day.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the investigation is inconclusive for the reported rupture and detachment, as the device was not returned for evaluation. The definitive root cause for the reported rupture and detachment could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath.

Event description:
It was reported that during an angioplasty procedure in a straight segment of a cephalic vein fistula, the pta balloon allegedly ruptured circumferentially during the second inflation attempt at 8atm. It was further reported that upon retraction through the sheath, it was identified that a segment of the balloon detached and remained in the patient. Guided fluoroscopy demonstrated that the detached segment was located in the left pulmonary artery. Reportedly, the heath care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp decided to conclude treatment and schedule a retrieval procedure in the ir lab. The patient was reported as asymptomatic post procedure and was discharged on the same day.